Event description:
During an unspecified procedure, the physician noticed blood clots coming back into the sheath. The physician found "clots in the main lumen and when drawing off the side arm." It is noted that the sheath was flushed intermittently with heparinized saline. Additional info has been requested regarding this event, but has not been received to dates.

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. The root cause of the difficulties experienced during the procedure could not be determined.